Manufacturer narrative:
H.6 investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1273608 was satisfactory per internal procedures. Formulation and filling processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures and checks for torque confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and no other complaints have been taken on this batch for cap defects, contamination, or leaking. Retention samples from batch 1104939 (100 tubes) were available for inspection. No defects were observed in 100/100 retention samples for leaking or contamination. All 100/100 retention sample tubes had slightly crooked caps possibly from the machine torqueing process. Further investigation of contamination ten uninoculated tubes were incubated. Five tubes went into the 20-25-degree celsius incubation, and five tubes went into 33-37-degree celsius incubation. At the end of a seven-day incubation period no microbial growth or increased florescence was observed in 10/10 incubated retention tubes. Two photos were received to assist with the investigation: the first photo shows one tube from batch 1273608. The cap cannot be observed thoroughly but the cap appears to be on the tube as expected. The tube does not appear to be contaminated. The fill volume appears to be at the expected amount; however, the evidence of a leaking tube cannot be determined from the photo provided. The second photo shows one tube from batch 1273608. The cap on this tube cannot be observed. The media fill does not appear to be contaminated. No evidence of leaking can be observed from this photo. No returns were received to assist with the investigation. The complaint cannot be confirmed based on the evidence provided by the photos for contamination, crooked caps, or leaking. The complaint can be confirmed based on the investigation of the retention sample caps for crooked caps. No actions are indicated at this time as no trends were observed for any of the complaint defects. Bd will continue to trend complaints for contamination, crooked caps, and leaking.

Event description:
It was reported that bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml were contaminated. There was no report of confirmatory testing. No patient impact was reported. The following information was provided by the initial reporter: article no. : 245122, lot no. : 1273608, a total of 2 mycobacterium culture tubes had quality problems, the tube cover was deformed, resulting in leakage, and the lid could not be tightened, resulting in pollution.customer concern: due to the high pathogenicity and infectivity of mycobacterium, it is easy to cause pollution, threaten the safety of laboratory personnel, and affect the experimental results and diagnosis effect, the laboratory attaches great importance to it."

Event description:
It was reported that bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml were contaminated. There was no report of confirmatory testing. No patient impact was reported. The following information was provided by the initial reporter: "article no. : 245122, lot no. : 1273608, a total of 2 mycobacterium culture tubes had quality problems, the tube cover was deformed, resulting in leakage, and the lid could not be tightened, resulting in pollution.customer concern: due to the high pathogenicity and infectivity of mycobacterium, it is easy to cause pollution, threaten the safety of laboratory personnel, and affect the experimental results and diagnosis effect, the laboratory attaches great importance to it."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.